Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reloaded present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the green reload misfired on the patient side of the cut line during the fourth firing. The surgeon was using buttressing material. Case completed with a different device. Additionally, he oversewed the misfire area only and used tisseel. The doctor put a drain in before closing. The remainder of the case was completed without further incident.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what was meant by misfired? Blade seems to have gotten off track ¿ part to the green plastic was visible, in the channel, upon removal of the reload. It appeared that none of the staple rows completed proximal to distal. Some of the staples formed, but you can see gaps where no drivers are present. Did the device deliver any staples? Yes. If yes, were the staples formed properly? There were staples on all rows, but not complete rows proximal to distal. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. Were any of the forces higher or lower than expected (closing or opening)? Seemed somewhat thick ¿ buttressing was used. Was the post-operative care of the patient changed as a result of the event? If yes, please explain. Yes ¿ drain placed in the patient.